Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to diabetes ketoacidosis and high blood glucose readings of 600 mg/dl. Customer stated that he has been hospitalized twice. It was noted that the customer had stress from losing mother and received a motor error alarm on the insulin pump after getting home from the hospital. Customer was treated with IV drips at the hospital and released after being stable. No further information reported.